Manufacturer narrative:
Date of event: exact date unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had a very tortuous iliac with a 90 degree bend. Because of this, the physician decided to extend the bifurcated stent graft during the index procedure, using a limb. It was reported that during a follow-up, it was noted that the patient had an occluded left limb. The physician treated the occlusion by implantation of a stainless-steel stent and removal of the clot. The physician stated the cause of the event was anatomy related, due to the tortuous iliac. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received on this case reported that the occlusion progressed into the bifurcation also. If information is provided in the future, a supplemental report will be issued.